Event description:
The pt reportedly experienced transient shocks, sometimes with sharp pains, and sound quality issues with use of her device. Testing showed that the pt's device is functioning. Due to the pt's decrease in performance, the pt's device was explanted.